Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys cea assay results for one patient sample from the cobas 6000 e 601 module. The initial result was 5.5 ug/l and was reported outside of the laboratory. The physician did not believe the result and the sample was repeated with a result of 155 ug/l. There was no allegation of an adverse event. The reagent lot number was 355404. The expiration date was requested but was not provided. The field service representative checked the instrument and performed a system volume check. He found the branch block had a slight leak and he replaced the branch block and pinch tube. He performed a sipper purge.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.